Event description:
It was reported that an ilet pump had a cracked screen and required replacement, with the device functionality in question and water resistance no longer assured. Symptoms included no reported adverse clinical effects. Outcomes included user education on backup therapy, data synchronization to the mobile app, cgm connectivity expectations, and instructions for shutdown and return of the original device. Investigation included review of the customer¿s description and verification of shipping and return arrangements. Investigation of this case revealed physical damage to the display component consistent with screen breakage, with no alerts or alarms reported and no additional device malfunctions identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.